Event description:
Customer reported an alarm and experienced multiple occlusion events. Reportedly, the customer was using humalog u-200 insulin with the pump. Tandem customer technical support informed customer that humalog u-200 insulin is off-label per the user guide. As a result, customer went to the emergency room. The highest blood glucose level related to the incident was 465 mg/dl with ketones that were not determined to be dangerous/life threatening. Customer was treated with IV fluids of saline and insulin, which resolved the issue without causing any injury or permanent damage. Customer was released from the emergency room on 10/11/2025 and resumed insulin therapy.